Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No rewind anomaly noted during testing. Unit communicated properly with glucose meter. Unit functioned properly. Motor was tested outside the device and passed. Unit received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not always rewind properly. Blood glucose level at the time of the incident was not provided. The customer was not able to troubleshoot at the time of the call. The insulin pump was not replaced or returned for analysis.